Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (baclofen) at unknown concentration/dose via an implantable pump for spinal pain indications and intractable spasticity. It was reported by the rep via the healthcare provider that at refill today they aspirated the expected residual volume and when they went to fill pump they could only get 28 ml into the pump. The rep stated that they removed the contents and tried again but it would not let her put anything else in the pump and was met with a lot of resistance once they got to 28 ml. The hcp stated that 'she did get bubbles back and attempted to get any air out of the pump'. Technical services recommended using a smaller syringe to push saline into the reservoir. Technical services also reviewed option to get images of the pump to see if there is an obstruction of some kind. The rep also noted that patient has not been exposed to hyperbaric chamber. The issue was not resolved through troubleshooting.